Event description:
The surgeon was advancing a 22.5 diopter three piece collamer lens model cq2015 in the msi-pm injector and the trailing haptic disengaged and tore. The reporter stated the cause of the lens tear was due to the month of the injector is too sharp and does not protrude out of cartridge tip for enough. This was prior to insertion so there was no patient contact or injury.